Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-08858. As part of the investigation, olympus followed up with the user facility to obtain additional information but with no results. The original equipment manufacturer (OEM) performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. An investigation for the reportable malfunctions was completed by the OEM and determined that the cause was due to the following: the image does not appear (during using 180 series endoscopes) as more than 6 years have passed since manufacture of this product. It is presumed that the image did not appear during using 180 series endoscopes because the device on the patient circuit board failed due to aging degradation. Since the patient circuit board performs control of the endoscope, readout of the image, and preprocessing, the failure to function may result in no image. The image is frozen as more than 6 years have passed since manufacture of this product. It is presumed that the image was frozen because the device on the dp board failed due to aging degradation. Since the dp board performs the endoscopic image processing, the failure to function may result in the frozen image. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The unit was returned to the service center for evaluation. A full inspection was performed on the unit and found the unit produced no image with 180 scopes due to defective ap and dr patient board sets, produced bad color reproduction and sometimes froze with 190 series endoscopes due to a defective dp board. Additionally, the scope socket was worn causing loose connection with scopes and camera heads. Software version needs to be upgraded to the latest version (4.10.01) and new type power switch. Cosmetic wear on top cover and front panel. The unit was repaired and returned to the customer. A review of the unit's service history shows a purchase date of (B)(6) 2014 with no previous repair records. The cause of the reported event cannot be determined at this time as the investigation is ongoing. If additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use, the user facility reported they were not getting any pictures from the evis exera iii video system unit. No patient injury or harm was reported.